Event description:
The customer reported that when the defibrillator was powered on the display was blank except the top of the screen. This was noted just prior to use. The users were able to obtain a second defibrillator prior to entering the pt room.